Event description:
It was reported that during a polypectomy procedure, a device breakage occurred. The polyp was located in an unspecified portion of the colon. The rotatable oval 13mm polypectomy snare was advanced to the polyp. Upon stepping on the foot pedal for mono-polar cauterization of the polyp, the snare portion of the device broke and was "hanging on by a small thread". The physician noted that device appeared "arced and shredded". It was noted that the pt was properly grounded. The device was removed and another of the same device was used to complete the procedure. The pt's status is reported as "fine".